Event description:
The 2 rna's were transferring a resident from a wheelchair to a bed. One as in the rear of the lift operating the lift while the other was in the front guiding the pt. Sling was correctly applied to the pt and the left. The pt fell out of the right side of the sling and turned a slip and landed on her left side on the floor.

Manufacturer narrative:
Distributor completed in-service on (B)(4) 2013 including going over the proper use of lift and slings. As was noted prior to this the sling was properly placed on the lift and was used according to instructions. The sling was properly placed on the lift with all straps secure. Distributor also took with him to in service new slings to show the proper procedure on the use and operation of them.